Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient felt stimulation on only one side and found that bothersome. They wanted the stimulation to hit both sides. It was confirmed that the therapy was on. They noted that decreasing the amplitude did not eliminate the uncomfortable stimulation and, if they lowered stimulation, their symptoms would return. They changed to program 1, but couldn't feel the stimulation on both sides. They added that they were trained under anesthesia and was uninformed about how the therapy works.

Event description:
The patient again reported that she feels stimulation only on the left side and that her left side is sore and tired due to only feeling stimulation on the left side. Troubleshooting determined that the patient's implantable neurostimulator (ins) was turned off the patient was assisted in turning the ins back on to program 1 at 4.3. The patient was then assisted in changing to program 2 at 2.5, but then the patient stated that her stim was at 2.2 and at this level the patient still only felt stimulation on the left side. The patient was assisted in changing to program 3 at 1.5 and still felt stimulation on just the left side. Finally the patient changed to program 4 with stimulation at 1.8, but the result was the same, with the patient only feeling stimulation on the left side. The patient confirmed that even though she only feels stimulation on the left side she is having 50% or greater symptom reduction. The patient was advised that she will need to follow-up with her healthcare provider in order to try and resolve the lack of stimulation on the right side. The patient added at the end of the call that she just had a device implanted this week for her back pain and had bandages there. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.